Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number/ manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 5 MDR's filed for the same patient (reference 1825034-2014-07033 / -08039 /-08040 /-08041 /-08042).

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with an orthopedic salvage system. Subsequently, patient has undergone multiple revision procedures on unknown dates due to patient noncompliance. Patient further underwent an open reduction internal fixation procedure on an unknown date due to subluxation of the yoke from the tibial component. There has been no reported revision procedure to date. Additional information noted patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2001 for unknown reasons. She was revised again on (B)(6) 2006 for unknown reasons. In addition, the patient was revised on (B)(6) 2014 due to patient noncompliance. Another revision has been indicated due to soft tissue damage, subluxation, and patient noncompliance; however, no revision has been reported to date.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with an orthopedic salvage system. Subsequently, patient has undergone multiple revision procedures on unknown dates due to patient noncompliance. Patient further underwent an open reduction internal fixation procedure on an unknown date due to subluxation of the yoke from the tibial component. There has been no reported revision procedure to date.